Event description:
The patient's zonules were not strong enough to hold the iol in place. The capsule bag collapsed. The incision was enlarged to remove the lens, and replace another lens in the sulcus.

Manufacturer narrative:
See MDR 1920664-2009-00254 for the intraocular lense used with this delivery device. No report of a malfunction against the lens or delivery device.